Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Based on the evaluation result, omsc assumes that this event occurred due to the following mechanism. The distal tip was deformed for unspecified reason. An adhesive between the distal tip and the basket wire peeled. The distal tip was detached and fell off. The above device handling has warned in the instruction manual as follows. *this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap etc.). Stop use when any abnormality is detected.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endoscopic retrograde cholangiopancreatography for a lithotripsy, the subject device was used. When the user inserted the distal tip of the subject device into the bile duct, the distal tip was broken and got stuck in the bile duct. The stuck distal tip was removed with the forceps from the patient body. The intended procedure was completed with another device. There was no patient injury reported. This is the report regarding the breakage of the distal tip.

Manufacturer narrative:
This is a second supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal tip was detached. There were marks of the adhesive agent being applied to the distal tip which was connected to the guidewire tip. There was no abnormality on the guidewire tip at the junction of the distal tip. The manufacturing record was reviewed and found no irregularities. Based on the evaluation result, omsc assumes that this event occurred due to the following mechanism. -the distal tip was deformed for an unspecified reason. -an adhesive between the distal tip and the basket wire peeled. -the distal tip was detached and fell off. The above device handling has warned in the instruction manual as follows. *this instrument will deform and/or deteriorate by performing lithotripsy. When lithotripsy is repeated, it will deform and/or deteriorate furthermore. By such deformation and/or deterioration, calculus may not be crushed and/or the instrument with calculus engaged may not be removed from the body. If lithotripsy is required to be repeated in a single case, make sure to check each time that no abnormality is found in action and/or appearance (e.g. Basket wire cut or worn, tube sheath bent, notable coil sheath bent or gap, etc.). Stop use when any abnormality is detected.